Event description:
It is reported that the device was implanted in 2008. The device was removed two days later, due to a metal item being located in the joint space. It is unk why the poly was removed.

Manufacturer narrative:
No x-rays were available for review. The knee was revised due to the presence of threaded metal piece in the posterior compartment of the knee. The failure mode on the articular surface is no known. Cause cannot be definitively determined. No prod was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the prod failed to meet specifications. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.